Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the electrode lead of the internal device has extruded into the external auditory canal. The implanted device remains.